Event description:
It was reported to philips healthcare that the ECG connector was broken as the device failed to opcheck for leads ECG. There was no negative pt impact.

Manufacturer narrative:
(B)(4).